Manufacturer narrative:
On 11-sep-2023, the product investigation was completed. It was reported that a patient underwent an unspecified ablation procedure involving a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a broken/cracked side port was discovered. The physician noticed the issue since he was unable to respirate through the side port. No brim cap or hemostatic valve issues/damages were noted. The sheath was not being used on the patient. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the hemostatic valve or side port. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter, and the side port was in good condition. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. Device history record was performed for the finished device 60000082 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-aug-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified ablation procedure involving a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a broken/cracked side port was discovered. The physician noticed the issue since he was unable to respirate through the side port. No brim cap or hemostatic valve issues/damages were noted. The sheath was not being used on the patient. No patient consequences were reported. The side-port breakage is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).